Event description:
During oic peek surgery, the surgeon tried to insert the oic peek into the vertebral disc. When the surgeon assembled inserter with oic peek, and inserted oic peek to the vertebral disc, oic peek broke. The surgeon removed broken oic peek. And the surgeon changed the broken oic peek to another size oic peek. The surgeon requested the investigation of the broken oic peek.

Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.